Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to user error, improper handling and application of excessive force. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the rigid, 5.4mm telescope eyepiece was rotating when it should not be. The issue was found during pre-use inspection for an unidentified procedure, which was completed without problem. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. Additionally, the device evaluation found the internal lens was damaged, the outer tube was bending and dented, there was foreign material on the internal lens, the light guide lens was scratched, and the product name ring was misaligned. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide corrected information. The following field was corrected: d4: suspect medical device. Serial number: (B)(6).